Event description:
A (B)(6) female with undergoing a total reverse shoulder replacement for severe osteoarthritis of left shoulder. After placing screw in shoulder implant the surgeon noted locking screw driver had only 1 prong. Supposed to have 4 prongs. Tech found 1 prong in suction container, but unable to locate the remaining 2 prongs (small pieces of metal). Shoulder x-ray was completed post operatively with no foreign bodies identified. Locking screw driver part of a total shoulder tray from depuy product identifier: item # 230792003 device returned to product rep (B)(4) on (B)(6) 2014.